Event description:
During an unknown proceudre, an error sound occurred. Device got hot during use. Same defect occurred with second like device. A third like device was used to complete the case. There was no adverse consequence to the patient.